Event description:
It was reported that the ilet issued an insulin occlusion alarm while the user was wearing a steel contact detach infusion set with 23-inch tubing, after which insulin delivery had not been resumed and a measured blood glucose was 229 mg/dl. Symptoms included hyperglycemia. Outcomes included no injury and self-management at home. Investigation included phone-based troubleshooting that tested the tubing, inspected for kinks and bubbles, and resumed insulin delivery on the alert. Investigation of this case revealed no observable hardware or set malfunction during evaluation and an unclear cause of the occlusion alarm. It was concluded that the cause of the hyperglycemia and occlusion alarm was undetermined, and the user was advised to monitor and change the set if the alarm recurs. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.